Manufacturer narrative:
Initial and final MDR 1899204 - MDR 3003442380-2024-10989 - device 1 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient went to hospital and visit emergency due to diabetes related problem event on (B)(6)2024. Infusion set has been used for one day. Length of emergency room was couple of hours. The blood glucose level was high. Ketones were high. High level of ketones led up to dangerous and life threatening to patient. Therefore, patient was treated with IV, fluids of saline and insulin. No further information available.